Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. A leak was found in the catheter. The probable cause of the damage is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there 4-6 cases with leaking from the catheter when giving chemotherapy. The reporter stated that during infusion of the drugs: bevacizumab, calcium folinate, fluorouracil and oxalipaltin, patients experience pain/ discomfort. During the next treatment with the same drugs, it was not possible to get an inlet, and a fluoroscopy is performed in the x-ray department which shows a defective pac. There was an oncology doctor who attended the patient during the procedure and a surgical doctor who removed the defective pac during surgery.